Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported blood glucose results of 251 mg/dl and 84 mg/dl on customer's aviva system, 72 mg/dl on husband's aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.